Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 30-may-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving morphine and bupivacaine via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021, the patient was not able to feel boluses.  The device was reprogrammed where the bupivacaine was increased by 1.0 mg.  On (B)(6) 2021, it was noted that boluses bring relief for about 15 seconds. The patient reported inadequate pain relief from boluses.  No improvement in pain with last visit's increase. On (B)(6) 2021, the device was reprogrammed where the bupivacaine was increased by 1.0 mg.  On (B)(6) 2021, it was noted that the relief from boluses lasts for about one minute.  The patient reported inadequate pain relief from boluses.  On (B)(6) 2022, it was noted the boluses do not provide much relief/inadequate pain relief from boluses. The device was reprogrammed where the bupivacaine was increased by 1.0 mg.  The outcome was noted as ongoing.  The clinical diagnosis was inadequate pain relief.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The relatedness to the drug (bupivacaine and morphine) was related, and the drug action that caused the event was schedule change. Additional information was received from the healthcare provider via a clinical study indicated that the patient's lower back pain had increased over the last few weeks. It was reported that they had a trembling sensation in their legs and was feeling heaviness/weakness which could be due to spinal degeneration. Additional information was received from the healthcare provider via a clinical study indicated that the patient experienced increased rectal pain. Additional information received from a healthcare provider via a clinical study reported a transforaminal epidural steroid injection was given on (B)(6) 2022. On (B)(6) 2022, the rectal pain had not improved. Additional information received from a healthcare provider (hcp) via a clinical study (sdy) reported no changes in pain since last visit. It was noted that back pain was worse with walking. They also noted hip pain. Additional information received from the healthcare provider via a clinical study indicated that a catheter access port (cap) contrast study confirmed that the catheter tip had dropped from t10 to t12.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.